Manufacturer narrative:
Has been updated the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially received information from the non health care professional stating that the consumer experienced slight blurriness, after that the blurriness worsened rapidly to the point where the vision became completely impaired and colors appeared distorted. The consumer also had eye pain and the lenses were defective. The current status of the consumer¿s condition is unknown. Additional info has been requested but not yet received. Follow up information received from the non-health care professional stating that the consumer experienced severe superficial punctate keratitis (spk) in the left eye. Current condition of the consumer¿s eye is unknown at the time of this report. Additional information has been requested, but not yet available.